Event description:
It was reported that the consumer was hospitalized for high glucose level. It was stated that pump showed no alarms and gives insulin as required. The insulin came out as bolus or prime was delivered. The customer also does not feel as though the pump or the infusion sets were the cause of the hospitalization.